Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intense pain" and "hardening", "capsular contracture [baker grade] iii", "nodule" and "cyst".

Event description:
Patient reported left side "intense pain" and "hardening." Patient later reported "capsular contracture [baker grade] iii", "nodule" and "cyst." The device remains implanted.